Manufacturer narrative:
One impl tapered scr-v sbm 3.7mm 3.5mm 13mm (tsvb13) was returned for investigation. Visual evaluation of the as returned product identified the implant fractured at the collar. Additionally, what appears to be a fractured screw can be seen inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. (Fracture) the reported device was located on tooth # 22 and was used for approximately 8 years 4 months. The customer did not provide any pictures or x-rays. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review was completed for the subject lot number (0310644). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (0310644) for similar events and no other complaint was identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (tsvb13). Therefore, based on the available information, device malfunction has occurred and the reported fracture event was confirmed following inspection of the returned device.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight is unknown. Additional 510(k) numbers are k011028 and k013227.

Event description:
It was reported that the implant collar fractured. It was not indicated if patient would return for additional appointments. Tooth # 22.